Event description:
Patient presented to the physician with swelling and pain at the ipg site. Physician prescribed oral antibiotics. A few days later, the patient experienced worsening swelling and pain and presented to the emergency department, where IV antibiotics were initiated.